Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during pm the cs300 intra-aortic balloon pump(iabp) had a malfunction. K6 k7 k8 tests failed in diagnostics. There was no patient involved.